Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified could not be performed, as the lot number for the device was unknown and could not be provided. All available information was investigated and the reported difficulty to deploy the clip appears to be related to user technique due to the user not pulling the actuator knob far enough during deployment. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was provided: it was believed that the difficult deployment occurred because the operator was not pulling the actuator knob back far enough. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The two clip delivery systems (cds (B)(4)) referenced are filed under separate medwatch report numbers.

Event description:
This is being filed to report the difficult clip ((B)(4)) deployment. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds (B)(4)) was advanced to the mitral valve and placed at a3/p3. When the clip was attempted to be deployed, it did not release from the cds. The cds was moved medial, and after approximately 30 seconds, the clip deployed. The second cds ((B)(4)) was advanced to the mitral valve and placed at a2/p2. When the clip was attempted to be deployed, it did not release from the cds. The cds was moved medial, and after approximately 30 seconds, the clip deployed. The third cds ((B)(4)) was advanced to the mitral valve and placed medial of a2/p2. When the clip was attempted to be deployed, it did not release from the cds. The cds was moved medial, and after approximately 30 seconds, the clip deployed. After deployment, it appeared that the mandrel was extended past the l-lock tabs. The cds was removed without issue. Three clips were implanted, reducing the mr to 1+. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.